Event description:
Device 3 of 3. Reference MFR. Report#1627487-2018-11816. Reference MFR. Report#1627487-2018-12300. It was reported the patient experienced an infection located superficial at the lead site. As a result, the patient underwent surgical intervention wherein the scs system was explanted. Reportedly, the patient was prescribed antibiotics.